Manufacturer narrative:
Additional information has been updated in section h.6 and h.11. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) to address the reported event. However, the customer requested to cancel the sr, as the product was later found to be working as intended. Therefore, no service was performed at that time. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for this product serial number (under investigation). Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic surgical equipment was not emitting audible alarms (no sound tones). Procedure details and patient details were not reported. Additional information has been requested.